Event description:
Customer reported hospitalization due to low blood glucose. Customer was admitted as an inpatient on (B)(6) 2014. The blood glucose level was 31 mg/dl at the time of admission. Customer stated she passed out while at work. Customer also mentioned that she took similin in the morning that could have caused the low blood glucose. Customer's blood glucose level at the time of call was 91 mg/dl. Assisted customer in performing the displacement test and it passed. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.